Event description:
A customer in the united states notified biomérieux of obtaining a (B)(6) result when testing (B)(6) with the vitek® 2 ast-gp78 test kit (ref 421051, lot 2780900203). The initial test with this gp78 card obtained (B)(6). And the vitek 2 advanced expert system (aes) modified it to positive. (B)(6) was reported to physician. Infection control notified the lab that this patient had several cultures, and all others were (B)(6). The customer repeated testing on a different vitek 2 instrument with a different lot number (2780795203) and obtained: (B)(6). These results triggered a bioart rule instructing the customer to perform pbp2a testing, and the pbp2a result was (B)(6). A corrected report was sent out. The customer reported that there was no impact to patient care because the infection control doctor identified the discrepancy and did not change patient treatment. The customer performed further testing with the impacted lot using both of their vitek 2 instruments and obtained oxacillin mic = 0.5 and cefoxitin screen negative for each test. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of obtaining a false resistant oxacillin result when testing staphylococcus aureus with the vitek® 2 ast-gp78 test kit (reference # 421051, lot # 2780900203). On repeat testing (using a different lot # 2780795203), a susceptible oxacillin result (mic=1) was obtained, cefoxitin screen was negative, and pbp2a was negative. The customer strain was no longer available to be submitted for the investigation . Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing is possible. Vitek 2 ast-gp78 lot # 2780900203 met final qc release criteria. This lot passed qc performance testing.